Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in shock impedance measurements, measuring around 106 ohms on the right ventricular (rv) channel. Upon review of the latitude report, the impedances were ranging from 96 to 106 ohms and are within the normal range. Additional information received indicated that the pacing impedances were high, out of range measuring at 2847 ohms on the non-boston scientific left ventricular (lv) lead. Technical services (ts) recommended to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in shock impedance measurements, measuring around 106 ohms on the right ventricular (rv) channel. Upon review of the latitude report, the impedances were ranging from 96 to 106 ohms and are within the normal range. Additional information received indicated that the pacing impedances were high, out of range measuring at 2847 ohms on the non-boston scientific left ventricular (lv) lead. Technical services (ts) recommended to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported.